Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose level was 400 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.